Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump experienced call service alarm that was not able to be cleared by the user and had occurred three of more times within a 30-day period. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the call service alarm indicated the bolus delivery may not be recorded in the pump history and was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump did not reproduce alarm during testing. An ezprime operation was performed with no difficulties. Test boluses were performed and completed successfully. The pump was exercised for 24 hours with no issues. Conclusion was a call service alarm 012 was observed in the black box but not reproduced on the bench.